Manufacturer narrative:
Follow-up #1: date of submission 26-jul 2018 device evaluation: the pump has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a visual inspection of the pump showed corrosion inside the battery compartment. A leak test was performed and no leaks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; damaged battery compartment, moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.